Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device has procedural debris on and around the active tip and ceramic. The ceramic is littered with scratch marks, indicating contact with a metal cannula or another instrument during use. The suction ports appear to be blocked with debris. There is procedural debris within the suction tube, indicating it was operational at some point. Further investigation revealed the blockage was located at the glow cavity section in the valve piston. It is possible this is due to the flow valve not being fully opened during ablation and not allowing debris from the procedure to pass through the valve. A supplier had opened a CAPA to address the suction problem with these devices. The root cause was determined to be misuse; the IFU states that the electrode should bot be activated for prolonged periods with the control valve set to a low flow rate. It may cause an increased tendency to clog. Additionally, there was inadequate instruction for operator assembly during packaging. This lot has been manufactured after the CAPA¿s changes were implemented so it can be attributed to a user error. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure of the shoulder, when pressing on the pedal the customer's vapr s90 4.0mm electrode with integrated handpiece would read output shortage error on the generator when turning on the electrode. The sales rep stated that there was no sparking or arcing reported. The sales rep reported that the surgeon completed the procedure with another like device from a different lot number using the same generator with no patient consequences or delays. The sales rep stated that the generator settings were set at default and canister were used for suction. The device was activated in the patient before use and the electrode is a brand new device not a reprocessed device. The device was not buried in tissue and the error occurred right in the beginning of the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.